Event description:
A customer reported that a probe spontaneously ruptured in the eye during a vitrectomy procedure. The probe would not fit through the trocar and iris trauma was noted upon removal. Additional information provided indicated the case was completed using a different probe without further incident. The current condition of the pt is reported as stable.

Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).